Event description:
A customer reported that during surgery, noise during aspiration was experienced and suction was not working properly. Also, it was noticed that the hose near the gas was wet. The case was completed using alternate equipment. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).